Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that noise and oversensing were observed on the atrial electrogram. The right atrial lead was explanted and replaced.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead alerted for low impedance. Potential undersensing was also observed on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.